Event description:
It was reported that the device had a power on reset (por) condition message. The pocket was revised the day prior to the message appearing. It was reported that the message may have been caused by electromagnetic interference. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3037, lot# serial# implanted: explanted: product type programmer, (B)(4).